Event description:
Boston scientific received information that shortly after implant, this right ventricular lead exhibited impedance measurements greater than 2,000 ohms and high thresholds. The patient had an intrinsic rhythm and no symptoms had been experienced by the patient. A chest x-ray was performed which revealed that the lead was still in the original septal position. The decision was made to perform a revision procedure two days later. Prior to the revision procedure, the impedances of the right ventricular lead were 1,490 ohms, and the thresholds were still increased. During the procedure, the lead was repositioned into the apex and normal measurements were observed with impedances at 880 ohms and normal thresholds. The atrial lead parameters were within normal limits as well. The procedure was successfully completed. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.